Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported the distal oblique screw backing out on rfna, has backed out approximately 2 inches. Patient unable to walk or bend their knee due to pain. Revision surgery occurred on (B)(6) 2026 to remove the screw. Nail remained implanted. Rfna originally implanted on (B)(6) 2025.

Event description:
Additional information received: a. I note the product complaint mentions the product code of the rfna nail but not the screw. Can you confirm that the nail has been left implanted and it was just the distal screw that was explanted? - the nail has been left implanted at this stage. B. Was the patient compliant in recovery post surgery? - the patient was compliant with all post op protocols. C. Are there any relevant patient demographics to consider in relation to the reported event? - the patient is an elderly female with a uni knee arthroplasty; came into theatre for the removal, and was in quite severe pain with an extended knee. The patient was also unable to flex due to pain.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: photo investigation: the product was not returned to depuy synthes; however, photos were provided for review. The x-ray investigation revealed third screw at the proximal end (counting from top to bottom) appears to be backed out from the slot on the nail, therefore, the reported condition was able to be confirmed. Based on the rfn-advanced retrograde femoral nailing system surgical technique guide, se_820613 rev. Ai, the following notes are advised: - in a standard locking construct, the use of a 0 mm. End cap may reduce the risk of screw migration. - final tightening of locking screws must be completed with manual detachable handle. Disengage the power tool from the screwdriver shaft before the screw is fully seated and use the handle to bring the screw to its final position. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unk - screws: trauma would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.